Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there was fluid in the ins block header. The ins was explanted and replaced. The issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) revealed no significant anomaly. The battery was at normal end of life. Output and telemetry were acceptable. If information is provided in the future, a supplemental report will be issued.